Manufacturer narrative:
The rse (remote service engineer) confirmed ¿before the defibrillator was connected, the patient was already declared dead. The user connected the defib for taking the ECG strip printout. But there was some artifacts waveform observed in defibrillator. The user connected to another defibrillator and there was artifacts in base line too. The fse (field service engineer) used ECG simulator onsite to check and confirmed that ECG waves are coming properly without artifacts. Then the equipment was given to the customer in proper operating ordered after the engineer adjusted the electro cardio gram bandwidth parameters to 2¿20 hz.

Manufacturer narrative:
(B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on efficia dfm100 indicating that customer reported problem that electro cardio gram showing wrong value and graph. Patient expired before using the device. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.